Manufacturer narrative:
The patient's cause of death was unrelated to the study device. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2020-00137, 3009784280-2020-00138. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. (B)(6). During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, three stellarex catheters were used to treat the target lesion of the right mid sfa. Approximately 58 months post index procedure, the patient expired due to multiple brain tumors on (B)(6) 2020. The physician indicated this is not related to the study device or procedure.